Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that the patient was complaining of an unstable knee, so we changed the pe for a thicker one. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4). Review of the radiological images show evidence of what appears to be joint instability, as the lateral side of the knee has a wider joint space compared to the medial side. With the evidence provided, a definite root cause cannot be established due to there being multiple factors that may influence to the reported condition. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps rp insrt sz5 6mm would contribute to the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (primary UDI number).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was complaining of an unstable knee, so we changed the poly insert for a thicker one. Doi: (B)(6) 2019 doe: (B)(6) 2024.